Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, and the customer was informed to continue using the pump and to call back if the issue reappears, which the caller acknowledged and understood.